Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to fill and load a new cartridge. Upon follow up, customer reported they were able to resolve the alarm and resume insulin delivery. Customer's blood glucose was 299 mg/dl at time of alarm.